Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas and evaluated on (B)(4) 2012. The keypad was found to be intact; no peeling or lifting was observed. The ok/enter and down keypad buttons were intermittently responsive during testing. During investigation, the ok/enter and down button. The ok/enter and down buttons were misaligned and contamination was found under all keys. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and alleged that the ok button was not working most of the time. Patient stated that the button must be pressed ten or more times before the button would respond. The patient wore the pump under clothing and did not clean the pump. No damage to the keypad or to the pump was noted. There was no reported adverse event with this complaint. This allegation is being reported due to a keypad malfunction.